Event description:
The event reported as: the tether cap for exhalation port pops off and leaks. No pt injury reported.

Manufacturer narrative:
The product has not yet been received by the MFR for eval, therefore, the investigation report is incomplete at this time. A f/u report will be sent when add'l info is received.